Manufacturer narrative:
(B)(4).

Event description:
It was reported during a threshold test, numerous auto mode switching episodes were observed on an electrogram due to far-field r-wave oversensing. Oversensing was reproducible with manual tests. The cause of the oversensing is unknown. The issue was resolved after a programming change to the post ventricular atrial blanking setting. No further information is available.